Event description:
The pt's system was explanted due to a pre-existing mrsa infection. The pt was hospitalized and treated with antibiotics. The pt has since been released from the hospital and the infection has reportedly cleared.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation. A review of sterilization records for the ipg and leads found them to be satisfactory. This is the final report.